Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that the ¿pump was malfunctioning.¿ the patient clarified that the medication was not delivering and there hadn¿t been medication in the pump ¿for months.¿ the patient noted that they went through the testing of the pump to see if it worked and reported that it did not. The patient noted that the pump alarmed starting in 2014. The patient requested physician listings and stated that his current managing healthcare professional (hcp) would not see him. The pump had been used to infuse dilaudid (hydromorphone). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information but was not received at the time of this report. If additional information is received a follow up report will be sent.